Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the repositioning of the right ventricular (rv) lead. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.